Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump keeps alarming battery not charged even at being fully charged. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: tamper seals are intact. Cracked on right plunger case. Depleted battery in event history log. Battery was fully charged overnight when device was turn on with battery power, device immediately go into battery depleted error. Interconnect board does not operate as intended due to normal wear; interconnect board was about 9 years old. The root cause of battery depleted error is due to the interconnect board not operating as intended as a result of customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.